Event description:
The customer's mother reported that the customer was hospitalized with diabetic ketoacidosis (dka). The customer's mother also reported that the customer was air-lifted to another hospital. The customer was hospitalized for a total of a day and a half. No further information is available.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalized with dka. Lot qualification records were reviewed and the product lot met all acceptance criteria.